Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.006 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. Pal evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the rite failure of ground bond failure was undetermined. Device was sent to servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.108 ohm (specifications are 0.001 ? 0.100 ohm). Rite test failure, no patient involved.